Manufacturer narrative:
Two cadd cassette reservoirs from part number 21-7302-24 and lot number 3949580 were received in unused conditions within their original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. The sample was connected to the cadd solis vip pump to look for unusual functions. The samples were fully priming and connected without difficulty. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was unable to be duplicated since there was no fault found with the returned samples.

Event description:
Information was received indicating that a no disposable alarm occurred while using a smiths medical cadd cassette reservoir and that it would not run. There were no reported adverse patient effects.